Manufacturer narrative:
The reported event of failure to capture was confirmed. The device image was analyzed, and multiple resets were noted due to an integrated circuit anomaly. Further diagnostic testing was performed which confirmed an anomaly with device egm values, likely due to the integrated circuit issue. Further electrical and mechanical testing were performed, and no other anomaly was noted. Longevity assessment was performed, and device was found to have appropriate remaining longevity. The reported event was due to an integrated circuit issue.

Event description:
During a post-implant follow-up, capture threshold was not measurable on the device. Technical support was contacted and a software download was attempted but did not resolve the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.